Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained that only half of the display was visible on the coaguchek xs meter which could impact the interpretation of the results. The customer stated that after part of the display was visible the meter would not turn on. He could not confirm that there were missing segments of the results field and was not able to perform a display check. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.